Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient said that when the handset or communicator runs out of battery they could feel the stimulation turn off. The patient said they start going to the restroom a lot more and when they turn the equipment back on it kind of reduces their symptoms. The patient stated they have noticed this happening at least 4-5 times this past year. The agent reviewed external equipment function vs ins therapy on and off. The patient stated this is what they have been noticing and believe is happening. The patient stated they saw their healthcare provider (hcp) today who also told them the ins battery is separate from the external equipment and hcp changed their program and told them to give it 3 weeks. The agent suggested reviewing how to connect to ins and see therapy on vs off during the call but patient did not have their equipment with them at the time of the call. The patient will call back when they have their equipment with them.